Event description:
The facility reports a pump with 2 broken doors. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a pt when the problem was found was also not available and no additional contact information was provided.